Event description:
A ventilator was returned to the MFR's svc ctr for preventive maintenance. There was no allegation that the device failed to operate. The device was not in pt use.

Manufacturer narrative:
During eval at the MFR's svc ctr, a failure related to the oxygen blending module was observed. This malfunction could affect the accuracy of the delivered oxygen concentration. The device's oxygen blending module board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.